Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 4 device thrombosis events for the sapien 3 transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 176.0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at > or equal to 250 sec. In this case, specific procedural details were not available to determine potential contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Summary reporting.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 2 2021 data extract for aortic serious injuries for the sapien 3 valve. This report summarizes 4 device thrombosis events for the sapien 3 transcatheter heart valve. The age range for these events is 75-84 years. The breakdown for gender is as follows: 2 females and 2 males.